Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 for anemia. Polyps were found and were clipped. The patient was discharged 3 days later. The patient was bleeding from the sites where the polyps had been clipped. These sites were repaired and the patient was discharged 10 days later. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.